Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pe909a - laparoscope 10mm 30deg 330mm. According to the complaint description, there was a blurred image. An additional medical intervention was required. The unspecified procedure was ended. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d9 - product returned. H3 - evaluation, yes. Investigation results: product was received in used condition and directly forwarded to the supplier. The technical analysis confirmed the customer's description of the problem: the image is blurred. The objective is damaged, inside the endoscope a broken prism was found, and the negative is chipped. Batch history review: there is no device history records review indicated based on the fact that the affected device was repaired. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: the reported damage of the product could be confirmed but the cause could not be determined. Based upon the investigation results, a CAPA is not required.